Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 8 infusion set tubing was damaged event on (B)(6) 2024. No further information available.